Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl due to the basal rate settings. Reportedly, the customer consulted with health care provider regarding adjusting the pump settings. Bg level was 59 mg/dl prior to conclusion of call with tandem technical support.